Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia, confusion, moodiness, and fatigue. The customer's blood glucose reading was 49 mg/dl at the time of the event. The customer stated that he feels that the insulin pump is not operating as designed. Prior to the report, the customer removed the battery from the insulin pump in (B) (6) 2010. Consequently, all the memory was lost. Nothing further was reported.